Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
Endologix became aware of a possible type 1a or 3a endoleak as reported by physician (B)(6) at (B)(6) clinic main campus. The patient was asymptomatic prior to re-intervention. The reported and possible endoleak was discovered during routine CT follow-up on an unknown date. As the exact date of event and awareness date are unknown, the best estimate (B)(6) 2018 was used, when the complaints department was notified. The patient was originally implanted with an intuitrak bifurcated stent graft, infrarenal aortic extension, and powerfit aortic extension on (B)(6) 2011 by physician (B)(6) at (B)(6) clinic main campus. During re-intervention, the right iliac was repaired with a 16x100 gore (non-endologix) limb extension and the left iliac repaired with ovation 18x45 and 22x45 limb extensions on (B)(6) 2018 by the reporting physician. Bilateral 1b endoleaks were confirmed at that time and no devices were explanted. The patient is in good and stable condition.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following reported event: the bilateral type ib endoleak complaint is confirmed. The complaint is most likely anatomy related; the tortuous iliac anatomy likely contributed to the event. Procedure related harms for this complaint could not be determined based on the information shared with endologix to review. The final patient status was reported to be [add status]. Or the final patient status was not reported. The clinical assessment determined that there was evidence to reasonable suggest a type ii endoleak from the ima occurred that was not included in the event as reported. The type ii endoleak was discovered on (B)(6) 2018 during review of the 41 month post implant CT scan. The manufacturing lot review confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. (B)(4).